Event description:
During breast biopsy, biopsy site marker deployed but was caught in the probe aperture. This was noted on post-marker placement image. Probe was dialed back and marker removed from aperture/breast by radiologist. FDA safety report ID # (B)(4).